Event description:
It was reported that a flo-gard IV solution administration set leaked an unknown drug from below its drip chamber, close to the connection point of the chamber and tubing. This occurred during patient infusion using an unknown infusion pump and unknown power injector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was an adult. (B)(6). As the sample was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.